Manufacturer narrative:
One used device was returned for evaluation. Visual inspection did not reveal any abnormalities. Cuff was inflated with 8cc of air using a syringe and submerged in water to detect for leaks. No leaks were observed. Investigation was unable to confirm the reported issue. Returned device operated as intended.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that unit was leak checked prior to use, however after an unknown amount of time the air began to leak. No adverse health outcome resulted from this event.